Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61 -improper use/ mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for bent pen needles. The customer did not report symptoms. Medical attention is not reported as a result of the bent pen needles. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. Customer stated that she had 4 pen needles that were bent. I apologized for the inconvenience but customer was very upset. Customer hung up on me. She would not give me her address to get some of the alleged defective pen needles back for investigation.